Manufacturer narrative:
Investigation summary: no product was returned. Arrhythmia: in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Major bleed: questionable internal bleeding as no external bleeding noted. The cause of the bleed was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): impella reposition, due to depth 5.8cm, no suction alarms noted. Impella pulled back from 91cm to 88.5cm on exterior catheter and 5.4cm within lv. Pigtail of cp caught on papillary and unable to release. Impella left as is. The cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history lot. Device lot: 1970109. Device history batch. Subcomponent lot: n/a. Device history review. Device (sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
Arrhythmia: in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Major bleed: questionable internal bleeding as no external bleeding noted. The cause of the bleed was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): impella reposition, due to depth 5.8cm, no suction alarms noted. Impella pulled back from 91cm to 88.5cm on exterior catheter and 5.4cm within lv. Pigtail of cp caught on papillary and unable to release. Impella left as is. The cause of the positioning issue was unable to be determined due to insufficient clinical details.

Event description:
It was reported that a patient was implanted with an impella cp. The medical doctor reported not to place a-line and deferred to the intensivist to place in the intensive care unit. Dopamine was weaned off. There was no inotrope as the patient had arrhythmias with dobutamine and did not tolerate. The plan was to titrate down levophed for a mean arterial pressure goal of 65. Had to have the impella repositioned due to a depth of 5.8 centimeters. There were no suction alarms noted. The impella was pulled back from 91 centimeters to 88.5 centimeters on the exterior catheter and 5.4 centimeters within the left ventricle. The pigtail of the impella cp caught on the papillary and was unable to be released. The impella was left as is. The same day new labs were drawn and pending. There was questionable internal bleeding as no external bleeding was noted. Heparin drop was on hold. Abdominal and right groin site were soft. There was minimal drainage from the right chest tube. Hemoglobin dropped from 14 to 7. One unit of packed red blood cells was ordered. The patient expired on impella support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.